Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device did not cut through the graft as the unit was out of calibration and the cutter was damaged. The cutter was replaced and the unit was calibrated to resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. It was noted the device has not been returned regularly for recommended annual pm. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
The client said the device does not punch the other side of the graft. Occurred during surgery, however it was reported that there was no procedure delay and no harm/injury to the patient. No adverse events were reported as a result of this malfunction.